Event description:
After 10 years of cochlear implant use, this pt reported a decrease in performance along with a buzzing sound. Using the appropriate diagnostic equipment, it was determined that multiple electrodes were not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is scheduled